Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common hepatic duct during a dilatation of the biliary tract procedure performed on (B)(6) 2025. During the procedure, the balloon burst at 6 atm when dilatation of the biliary stenosis was performed. The balloon was removed, and a second balloon was attempted to be used but also burst at 6 atm. It was reported that no pieces of the balloons detached inside the patient. The procedure was successfully completed with a third hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.